Manufacturer narrative:
(B)(4): neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a surgical procedure to replace the interbody device at l4-l5 and extend the fixation level to l3, it was found that right l5 screw broke. The broken screw could not be retrieved because the removal tools were not available at the surgery. The extension level could not be extended to l3 due to the broken screw tip still implanted at right side l5 pedicle. The patient was closed.